Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was unable to login, effected site wide. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined active directory domain or network issues and other products outside of es are impacted. The customer implemented work around to allow authentication. A technical support specialist confirmed that the issue was resolved under master case. The system functioned as intended after the customer resolved the issue.